Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.0/171 (sphere/cylinder/axis), within the same surgery, due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. There was no apparent injury. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
The lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found one haptic bent. (B)(4).